Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Both sides right/ left brakes are no longer locking properly. Dealer reports right side is completely non functioning and left side is almost as bad.